Event description:
It was reported that after ten days of use, the catheter was found to have separated in the pt's artery. A surgical cut-down was performed to remove the separated portion of the catheter. There were no pt complications.